Manufacturer narrative:
The investigation of high purge pressure (hpp) has been completed. No product was returned for evaluation. Data logs were reviewed and the logs showed a rise in purge pressure with drop in purge flow over approximately 30 minutes before initial ¿high purge pressure¿ alarms are triggered. Purge pressure remains high but slightly variable for approximately 3 hours before ¿high purge pressure¿ alarms are triggered again and were sustained for approximately 6 hours before resolving. No motor current spikes prior to purge pressure rise were observed. Clinical details noted that on day 2 of support, patient received 500 of heparin. Additionally, tissue plasminogen activator (tpa) was added to purge solution and was able to resolve hpp alarms. The root cause of the high purge pressure was most likely biomaterial buildup.

Event description:
The complainant reported a patient was on impella 5.5 support. While on support, there was ongoing high pressure alarms. Tissue plasminogen activator protocol (tpa) was ordered through the purge. The purge pressures normalized back to 400-500, and purge flow increased to four cubic centimeters per hour. The impella stopped and displayed impella defective alarm flashing bright and dark yellow. The soft buttons were unresponsive. No patient harm has been reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿